Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to exhibiting pace impedance measurements of greater than 2000 ohms. This lead was subsequently replaced, and impedance measurements were below 1000 ohms with the new lead. This lead was not returned. No adverse patient effects were reported.